Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID e2dr01aa implantable pulse generator (ipg), implanted: (B)(6) 2005; product ID 4074 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with a complaint of not feeling well. A remote transmission showed out of range impedance, high thresholds and a possible loss of capture on the atrial lead. A lead fracture was suspected. A device check a few days later found that the device was pacing in the bipolar configuration on the atrial lead. A polarity switch to unipolar pacing was expected due to the high atrial lead impedance but had not happened. The lead and device remain in use. No patient complications have been reported as a result of this event.